Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer experienced an intermittent issue with erratic ion selective electrode (ise) sodium results since (B)(6) 2015 that would repeat as normal. Data was provided for three patient samples. Patient 1 initial result was 174 mmol/l, repeat result on the same analyzer was 137 mmol/l, and repeat result on another analyzer was 137 mmol/l. Patient 2 initial result was 156 mmol/l, repeat result on the same analyzer was 138 mmol/l, and repeat result on another analyzer was 138 mmol/l. On (B)(6) 2015, patient 3 initial result was 109 mmol/l and the repeat result on the same analyzer was 141 mmol/l. All of the results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative found there was possibly a problem with rinse head mechanism. He found the spring was jammed in the cell cleaner nozzle. He replaced the spring with a new one and adjusted the cell cleaner volume. He ran precision testing and the customer ran all qc. All qc results were within specifications.

Manufacturer narrative:
Additional information was provided that a fourth patient sample had a discrepant sodium result. On (B)(6) 2015, the initial result was 122 mmol/l and the corrected result was 141 mmol/l. The patient was not adversely affected. (B)(4).